Manufacturer narrative:
This information is unknown. Date of event is unknown date subsequent to (B)(6) 2010. It is unknown if or when device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an obliteration of the left frontal sinus to repair a comminuted depressed fracture of the left frontal sinus with surrounding subcutaneous trauma with placement of norian fast set putty on (B)(6) 2010. On (B)(6) 2015, the patient presented to his primary care physician with complaints of severe left-sided headaches, double vision, fatigue, dizziness and confusion. A computerized tomography (CT) scan on (B)(6) 2015 revealed an absence of the portion of both the anterior and posterior wall of the left frontal sinus. It was also noted that there was some mild non-specific high density soft tissue extending up to the dura of the overlying left frontal lobe and diffuse opacification of the right and left frontal sinuses. It was additionally noted that there was post-inflammatory calcification (sinoliths) present within the left frontal sinus and extending into the right frontal recess which were due to chronic sinusitis. Chronic osseous abnormality of the left frontal bone with partial absence, mucosal thickening within the residual frontal sinus, and subcutaneous soft tissue thickening were demonstrated. On (B)(6) 2015, the patient presented to another physician. At the time of examination, it was noted that subsequent to the patient's frontal sinusectomy, he had experienced resorption of construct and likely extracranial mucocele with pain over left eye, drooping of brow and marked swelling, as well as partial paralysis of frontalis branch on that side. The physician noted that review of CT scan revealed loss of bony supra-orbital ridge over lateral aspect of the left frontal sinus, as well as soft tissue mass suggestive of mucocele. A CT scan of the head on (B)(6) 2015 revealed evidence of acute transcortical infarct, mass effect or extra-axial fluid collection, as well as surgical resection/erosion of the outer table and lateral wall of the left frontal sinus. There was marked interval decrease in the size of a bone plug previously visualized within the left frontal sinus noted. Further, there was opacification of bilateral frontal sinuses, as well as a single right anterior ethmoid air cell, which also contained calcification, either an osteoma or perhaps a migrated portion of the bone plug. The patient underwent bifrontal craniotomy, exenteration of the frontal sinus, removal of foreign body, and repair of frontal bone defect on (B)(6) 2015. On (B)(6) 2015, the patient presented to an emergency department reporting facial pain and swelling. A CT of the head revealed marked interval increase in degree of bifrontal pneumocephalus, concerning for tension pneumocephalus. The patient was then admitted. Magnetic resonance imaging (MRI) of the brain on (B)(6) 2015, revealed subdural gas collection in continuity with the frontal sinus producing mild mass effect on the anterior frontal lobes which was noted as compatible with mild tension pneumocephalus, inflammatory changes in the right frontal sinus with polyploid mucosal thickening and a pedunculated mucous retention cyst extending through a defect in the posterior wall of the frontal sinus. The MRI further revealed a small defect in the posterior wall of the right anterior ethmoid air cell and small subdural collection. Likely reactive/inflammatory, overlying the anterior frontal lobes. On (B)(6) 2015, the patient presented to another emergency department reporting left eye pain and swelling. Head and maxillofacial CT revealed bony defects of the inner (bilateral medial) and left outer tables of the frontal sinus, as well as the superior medial right orbital rim, as well as a defect of the right anterior lamina papyracea with fluid opacification of left anterior ethmoid air cells also containing high density material, possibly post-surgical. It was noted that there was surgical fixation material at the left inferior aspect of the craniotomy site which did not extend interiorly to the orbital rim with resultant defect in the left frontal sinus outer table. There was cranioplasty mesh underlying the left inner table craniotomy site extending partially to the floor of the anterior cranial fossa. It was noted that the cranioplasty mesh did not completely cover the frontal sinus surgical defect. As a result of the bony defects, there was direct communication between the intracranial compartment, left frontal sinus, and subcutaneous soft tissues of the left forehead, according to the radiologist. It was further noted that there was overlying soft tissue swelling and infiltration of the left forehead, possibly increased compared to the outside studies from mid-(B)(6) 2015, as well as an underlying epidural fluid collection measuring approximately 1.4 x 5.0 cm which was compressing the right greater than left frontal lobe. On (B)(6) 2015, the patient again presented to an emergency department reporting severe headache. CT of the head again revealed post-surgical changes from prior frontal craniotomy/cranioplasty. Again, there were defects noted in the posterior and anterior walls of the frontal sinus, as well as a fluid collection involving epidural space anteriorly in the frontal sinus which measured about 9 mm. Further, it was noted that there was a new tiny focus of pneumocephalus demonstrated. On (B)(6) 2016, the patient presented to another emergency department reporting headache and dizziness with confusion. The patient had been experiencing ongoing issues with headaches and had post-op fluid collection from a previous surgery performed by a physician which is what prompted his initial symptoms. On the same date, the patient was transferred to another facility where it was determined that he would need to undergo a third revision cranioplasty. This report is for crs fast set putty 15cc bone cement-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date. Device history record (DHR) review: manufacturing location: norian / monument; manufacturing date: january 26, 2009 dock to stock; part number: 613.15.01s, lot#: n995808 craniofacial repair system (crs) fast set putty 15cc sterile; quantity: 60. DHR reviewed for part number: 613.15.01s. Parts are dock to stock. Received from norian and released to the warehouse in monument. Review of the DHR indicated that there were no issues during the receipt of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent bifrontal craniotomy, exenteration of frontal sinus, removal of foreign body, and repair of frontal bone defect. On (B)(6) 2010, a patient underwent an obliteration of the left frontal sinus to repair a comminuted depressed fracture of the left frontal sinus with surrounding subcutaneous trauma with placement of norian fast set putty. On (B)(6) 2015, the patient presented to the physician and complained of severe left-sided headaches, double vision, fatigue, dizziness and confusion. On (B)(6) 2015, CT scan of the orbits revealed an absence of the portion of both the anterior and posterior wall of the left frontal sinus. It was also noted that there was some mild non-specific high density soft tissue extending up to the dura of the overlying left frontal lobe and diffuse opacification of the right and left frontal sinuses. It was additionally noted that there was post-inflammatory calcification (sinoliths) present within the left frontal sinus extending into the right frontal recess which were due to chronic sinusitis. Chronic osseous abnormality of the left frontal bone with partial absence, mucosal thickening within the residual frontal sinus, and subcutaneous soft tissue thickening were demonstrated.